Manufacturer narrative:
It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. Attempts have been made to try to obtain further information about the case, but no response received from the customer. This file is closed and can be reopened if additional information is received from the customer. The service history record for this device was reviewed for any relevant flow sensor issue. No relevant flow sensor issues were found in the device service history record.

Event description:
The customer called into technical support (ts) reporting that the device has a defective touchscreen. The customer reported there was no patient involvement at the time the issue was discovered.